Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) confirmed the reported issue with the customer and suspected the fault with the flexvision pc and ordered the required parts. The philips field service engineer (fse) visited the site and confirmed the reported issue. The fse replaced the flexvision pc, hard disk, and dvi matrix switch, which resolved the problem. The system was restored to good working condition and was ready for clinical use. The flexvision pc was returned for failure analysis, and the cause of the pc malfunction was determined to be defective power supply of the flexvision pc. Dvi matrix switch was returned for failure analysis and the visual inspection, functional testing, and bench testing was performed for dvi matrix switch and no failure was observed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.